Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR) for the generator. In conclusion, there were no problems with the unit that would have caused or attributed to the event. The accessories were not provided for examination. However, pictures of the devices were provided. The erbe instruments showed signs of use. The monopolar hook was worn and the insulation was breached. Most likely there were many factors involved with the patient incident as follows: the skin reddening was most likely caused by pressure and/or a reaction to the disinfectant used in the procedure (note: the reddening was not indicative of thermal damage). The lesion and subsequent perforation of the ureter may have been caused by the use of the worn hook accessory (due to the insulation breach), unintended contact with the accessories, or too much coagulation during the procedure. Nonetheless, no conclusive determination could be made as to the cause of the issues with the patient. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu)/generator was used in a laparoscopic hysterectomy to address uterus myoma. The esu was used in conjunction with an erbe lap biclamp handle [part number (p/n) 20195-145, serial number (s/n) (B)(4)] and erbe lap biclamp forceps (p/n 20195-136, s/n not provided) as well as a monopolar hook (manufacturer unknown). The split return electrode used was manufactured by the fiab company (p/n f7320) [placement right thigh]. It was reported that the settings of the esu were most likely high cut, effect 4, 180 watts (or dry cut, effect 4, 180 watts) and swift coag, effect 4,180 watts. After the procedure, the patient had a lesion on their ureter as well as reddening of the skin on her back (2 elongated reddening areas with each being approximately 5 x 2 cm²). The patient did not feel well after the procedure. Over the next several weeks the patient had urinary problems (infections), peritonitis, dissolution of sutures causing leakage, and a bladder perforation. The patient underwent several surgeries to address all of the issues. Note: the erbe equipment was distributed by an erbe elektromedizin (B)(4) subsidiary to a hospital in (B)(6).